Manufacturer narrative:
The device has not been returned. The lot number is unavailable, therefore, manufacture date is unable to be determined. Covidien reference number (B)(4).

Event description:
A patient end-user reported that the inner tube of her cuffless fenestrated tracheostomy would not click into the trache, and she had to replace the inner tube with another one. No ill effect was reported. There is no report of injury.

Manufacturer narrative:
(B)(4). The tracheostomy tube was returned for investigation. A visual inspection was performed and found all the components are assembled properly. A torque test was performed on the received sample and found device was within specification. Both inner and outer cannulas were inspected and locked according to specification. No failure was identified in the returned product. The manufacturing controls and guidelines were reviewed and found acceptable to identify the reported failure.